Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines"), headache ("headaches") and peripheral swelling ("other injury(ies) or complication (s) please describe: feet swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain/feet pain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain, migraine, headache, peripheral swelling and pain in extremity outcome was unknown. The reporter considered headache, migraine, pain in extremity, pelvic pain and peripheral swelling to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event migraines / headaches, other injury(ies) or complication (s) please describe: feet swelling, leg pain, feet pain were added. Lot number added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines"), headache ("headaches") and peripheral swelling ("other injury(ies) or complication (s) please describe: feet swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain/feet pain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain, migraine, headache, peripheral swelling and pain in extremity outcome was unknown. The reporter considered headache, migraine, pain in extremity, pelvic pain and peripheral swelling to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.